Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) identified the server was down due to high memory load. Information technology rebooted the server, after which all services were restored and messages were crossing successfully. Contacted customer, who confirmed all stations were up and running. The system functioned as intended after the customer information technology resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had all stations were offline and in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.